Event description:
It is reported that a small screw disengaged from broach handle and was removed from the wound.

Manufacturer narrative:
This report will be amended when our investigation is complete.